Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.

Event description:
It was reported that the blade broke in half when the surgeon was debriding the left hip arthroscopically. They used another blade to finish the case.